Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula and customer was in emergency room. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 500 mg/dl. Customer stated that he experienced diabetic ketoacidosis. Customer current blood glucose value was 101 mg/dl. Customer was advised the infusion set will be replaced. No product is expected to return for analysis.